Event description:
The side rail panel damage was claimed by the customer staff. Based on the photographic evidence provided the lower arm that is part of the side rail assembly was broken causing the side rail partial detachment. There was no indication that the bed frame was in use by a patient at that time. No injury was claimed.

Manufacturer narrative:
Based on the collected information, the side rail was damaged during the bed's transfer through the door, collision with the door frame occurred at that time. The extension frames designed to adjust the width mattress support surface were in extended position at that time. As per design, the citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. To reduce the bed width during the transfer, all width extensions should be pushed in. According to citadel plus instructions for use (IFU, 831.374 rev. I) there is also needed to: ¿ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards¿. Additionally, the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. In the analysed case, the side rail was damaged due to collision with the door frame. Arjo device failed to meet its performance specification since the side rail was damaged. There was no indication that the device was in use when the issue occurred. The complaint was decided to be reportable due to the side rail partial detachment.